Manufacturer narrative:
During testing, it was noted that the device was able to be programmed while the lockout switch was in the locked position. This was due to a broken switch on the printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for remediation. However, during verification testing at the service ctr, it was noted that the device was able to be programmed while the lockout switch was in the locked position.